Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. Other relevant device(s) are: software 9733467 fusion ent app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon was unable to register the patient using tracer during his fess case. He tried numerous times but was unable to pass and eventually aborted use of navigation. The site retrieves their exams using dicom qr. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.